Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device water did not circulate into pad during usage. Per follow up information received via email on 24jul2024, the device was under investigation and case completed by changing equipment.

Event description:
It was reported that the arctic sun device water did not circulate into pad during usage. Per follow up information received via email on 24jul2024, the device was under investigation and case completed by changing equipment.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. Defective circulation pump head. Replaced circulation pump head. A pm was completed on the device. Replaced mixing pump head as part of the pm. Unit was tested for functionality per baw2800162 rev0. Arctic sun passed all tests successfully and unit is ready to be back in service. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.